Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the patient's daughter contacted lifescan on behalf of the lay user/patient alleging an "apply sample" issue with the patient's one touch ultra meter. The reported issue first occurred at 7pm on eleven days earlier. On original day at 12:30 am, the patient's daughter tried to test the patient's blood glucose but was not able to obtain a meter reading. At the time of the attempted test, the patient was feeling dizzy, sweaty, and cold. The patient's daughter treated the patient with orange juice. No other medical intervention was reported. The customer service representative (csr) noted that the correct testing techniques were used. The patient's daughter did not have a new vial of test strips to troubleshoot on the phone. This complaint is being reported because the patient allegedly developed symptoms of dizziness, sweating, and feeling cold after the "apply sample" issue started. In addition, the "apply sample" issue was not resolved with troubleshooting. Replacement products were sent to the patient.